Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Bleeding lip [lip haemorrhage]; hurt lip [lip pain]; metal prong stuck into bottom lip, pierced skin - lip [lip injury]; brush head attachment came off in mouth [device breakage]; brush head attachment came off in mouth and metal prong stuck into bottom lip causing bleeding [injury associated with device]; sharpness - top of metal attachment/prong [device physical property issue]. Case description: a female consumer, age unspecified, reported that twice while using an oral-b rechargeable toothbrush, version unknown on unspecified dates, the oral-b brushheads, version unknown came off in her mouth while changing to the other side, and the metal prong stuck into her bottom lip/ pierced the skin, causing her lip to bleed and hurt. The reporter stated there was a sharpness to the top of the metal attachment for the toothbrush heads. The case outcome was unknown. No further information was provided. 20-mar-2016 received follow-up: the consumer reported the type of product used was oral-b dual action brushheads. No further information was provided.